Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were went to emergency room due to low blood glucose and on (B)(6) 2019. The customer¿s blood glucose level was 563 mg/dl at the time of incident. The customer's current blood glucose is 296 mg/dl. The customer¿s blood glucose was 500 mg/dl something at the time of hospitalization. The customer reported spots in eyes. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did allege under delivery because of high blood glucose because insulin pump was not working and not keeping blood glucose to down. Customer declined to perform a carelink upload. The customer did not report air bubbles and leak in both reservoir and infusion set. The insulin pump alarmed no reservoir after displacement test. Customer reported that insulin pump was worn during a medical procedure. Customer reported that basal rates were programmed accurately. Customer reported that bolus wizard was programmed accurately. Customer reported that bolus history displays all bolus entries based on their recollection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. The motor was tested outside of the device and passed. Pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, missing display window cover and minor scratched lcd window. (B)(4).